Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood visible on the balloon and in the guide wire lumen and contrast on the shaft, which is consistent with preparation and the catheter advanced into the patient anatomy. The balloon was tightly folded. A new indeflator was used in an attempt to pressurize the balloon catheter when fluid leaked out of a crack in the hub. The shaft was cut distal to the guide wire exit notch and the balloon was pressurized to the rated burst pressure (rbp) of 14 atmospheres and the balloon held pressure with no leak noted. In this case, the noted crack in the hub is likely what the account may have perceived as a balloon rupture. Factors that can contribute to hub damage include, but are not limited to, manufacturing, over torqueing of the device or damage to the indeflator. To help ensure this issue is not the result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. As there was no leak or damage noted during the inspection prior to use or during preparation, it is possible the inflation device was over torqued at the account; however this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported cracked hub could not be determined. No corrective action will be implemented in this case, as a conclusive cause could not be determined and there is no indication of a product quality deficiency.

Event description:
It was reported that the balloon did not inflate at all. The contrast appeared to be coming out at the connection near the indeflator. A new trek balloon catheter was used with no issues. No patient effects were reported. No additional information was provided.